Manufacturer narrative:
Concomitant medical products: 407645 lead implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning triggered due to low pacing impedance on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.